Manufacturer narrative:
The device is no longer sold and has not been supplied in the us for approximately 15 years. Within the past 20 years, this is the second alleged malfunction received for this product. Device not submitted to manufacturer.

Event description:
Consumer alleges to have received 2nd degree burns from laying on the massager for her back, but she received the burn on her left hip back area. She claims to have received medical attention and that the ER has given her pain medications and creams. She claims to have severe depression and anxiety from this incident.